Event description:
It was reported that after the initial placement of the nail, the surgeon experienced difficulties in adjusting the position of the nail. The nail appeared to be stuck and would not move. The surgeon used force to strike the nail guide which fractured. The surgeon reamed the canal again and repositioned the nail. Surgery time was extended between 60-120 minutes.